Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent gynecological procedure and mesh was implanted due to sui. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date sent to the FDA: 06/08/2016.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary problems, recurrence, bleeding and dyspareunia. It was reported that the patient underwent laparoscopic rso, d and c, hysteroscopy and endometrial ablation on (B)(6) 2012.

Manufacturer narrative:
Date sent to the FDA: 11/03/2015. It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008, and a mesh was implanted. It was reported that the patient underwent laparoscopy with laser vaporization of endometriosis, hysteroscopy and d&c on (B)(6) 2010, due to pelvic pain, and menometrorrhagia. No additional information was provided.